Manufacturer narrative:
Patient information - unknown. Other serious (important medical events) - this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the set screw. It is important to note that once the locking cap is seated and torqued into the assembly, the fractured tip is prevented from dislodging as long as the locking cap remains firmly locked in place. Occupation - other; distributor. Evaluation was not possible at this time as the device has not been returned to the manufacturer. Return is expected therefore, if the device is received a follow-up medwatch report will be filed upon completion of the investigation. Review of device history records found a total of (B)(4) pieces of this lot were released for distribution in may of 2015 with no deviation or anomalies. Review of complaint history did not identify a trend for reports of this nature for this part number.

Event description:
During a procedure performed in (B)(6), on (B)(6) 2018, when assembling the plate and cage, the tip of the vault alif t8 tapered screwdriver (10-1021) broke. The broken tip was not removed and remains in the implant in the patient, with the locking cap fully assembled. The procedure was completed with a 20 minute delay due to having to retrieve a driver from another set.

Manufacturer narrative:
Evaluation - the tip exhibits signs of plastic deformation followed by torsional failure in fatigue. Due to the dynamic stresses that are placed on instruments of this type, normal usage reduces the strength of the metal and thus imparts a finite service life. Review of device history records found a total of (B)(4) pieces of this lot were released for distribution in may of 2015. Two year complaint history review did not identify a trend for reports of this nature for this part number. Given the device in question has been in service since as early as (B)(6) 2015, it is likely the drivers exceeded their service life and failed from normal wear and tear. No action is required at this time.

Event description:
During a procedure performed in the (B)(6), on (B)(6) 2018, when assembling the plate and cage, the tip of the vault alif t8 tapered screwdriver (10-1021) broke. The broken tip was not removed and remains in the implant in the patient, with the locking cap fully assembled. The procedure was completed with a 20 minute delay due to having to retrieve a driver from another set.